Event description:
On (B)(6) 2012, nurse reported the pt was hospitalized with diabetic ketoacidosis and blood glucose above 500 mg/dl. Pt's girlfriend told the nurse he is "not using the pump correctly" and changes his infusion site every 7 days. The pt was contacted, and he reported he woke up on (B)(6) 2012 and was throwing up. He did not check his blood glucose but knew it was elevated. His girlfriend transported him to the emergency room, and his blood glucose was above 500 mg/dl. Pt was taken off the infusion device and treated with an insulin IV. He restarted the infusion device prior to the f/u call. No alarms or errors were received on the infusion device. Pt was advised on the MFR recommendations for the infusion sets and adapter. Add'l f/u was completed on (B)(6) 2012 after he was released from the hospital, and pt reported he was using recalled infusion sets. His normal blood glucose is around 100 mg/dl. Pt had not experienced any concerns with the infusion sets and had "not been keeping track" of his blood glucose. Pt lost his health insurance and was not receiving supplies. His order history was verified, and the last infusion sets were sent on (B)(6) 2011 prior to the initiation of he recall. He was advised to discontinue use of the recalled product, and he was sent replacement infusion sets. The recalled product was requested for eval, and a request was submitted for add'l training.